Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set site change was performed and additional occlusion alarms occurred. The customer cleared the alarms and successfully resumed insulin deliveries. The customer's blood glucose (bg) levels were in the 600's mg/dl range and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set site.